Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned wrapped in a bl5423wv pack label from lot v7112 was returned. The expiration date on the label is 2017-11. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspirated throughout the various cut rates. The cutter performed as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Facility reported the vitrectomy cutter did not function. It was not cutting. No patient injury.